Event description:
It was reported that the nicu nurse notes they received a patient temperature erratic alert in an arctic sun device, but they believe it was due to the fact the baby got very agitated for a short time. Shortly afterwards the device stopped reading temperature and therapy stopped, however they were able to resume therapy. Explained that it was possible the erratic temperature alarm was caused by the patient's rapid change in temperature, but that they should also rule out any issues with the patient probe/cable. Patient temperature (pt) was 34.4c (esophageal, no secondary, confirmed 34.5 with axillary), targeted temperature (tt) was 33.5c, water temperature (wt) was 10.2c, flow rate (fr) was 1.1lpm. Flexed temperature in cable and patient temperature (pt) stayed stable on screen. Advised all looks good at the moment but suggested to go ahead and obtain a backup temp in cable just in case. If any other erratic temperature alerts or if device stops reading temperature, replace the temperature in cable. They will call back if they have any other issues. No return calls from this customer. Per follow up information received via phone on 10dec2025, it was reported that they received assistance during the technical support call. They were advised to flex the temperature cable, and it resulted in the temperature displaying properly on the screen. There were no other issues after that, and the nicu patient was able to complete therapy. No sample is available. Device did not require any repairs.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse notes they received a patient temperature erratic alert in an arctic sun device, but they believe it was due to the fact the baby got very agitated for a short time. Shortly afterwards the device stopped reading temperature and therapy stopped, however they were able to resume therapy. Explained that it was possible the erratic temperature alarm was caused by the patient's rapid change in temperature, but that they should also rule out any issues with the patient probe/cable. Patient temperature (pt) was 34.4c (esophageal, no secondary, confirmed 34.5 with axillary), targeted temperature (tt) was 33.5c, water temperature (wt) was 10.2c, flow rate (fr) was 1.1lpm. Flexed temperature in cable and patient temperature (pt) stayed stable on screen. Advised all looks good at the moment but suggested to go ahead and obtain a backup temp in cable just in case. If any other erratic temperature alerts or if device stops reading temperature, replace the temperature in cable. They will call back if they have any other issues. No return calls from this customer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.